Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing high and low blood glucose. Blood glucose level at the time of the incident was 535 mg/dl and 53 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with 10 units of bolus. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. The customer did not allege insulin pump was under delivering. Customer performed high pressure test and it was not pass and again repeated then it was pass. The insulin pump will not be returned for analysis.